Manufacturer narrative:
Hamitlon medical ags conclusion: investigation ongoing.

Event description:
The following was reported, to hamilton medical ag: detailed complaint and failure description: when turn on ventilator, its hang on startup. And start continuous beep. Fault appear on installation of equipment. Summary: unit doesn't start up (blue boot screen).